Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device was not working and had no power. As a result, there was a fifteen minute delay in the surgical procedure. It was not reported if a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor was dirty, oily and corroded. Therefore, the reported condition was confirmed. It was determined that carelessness of the employee during assembly process attributed to faulty production. If additional information should become available, a supplemental medwatch report will be sent accordingly.